Event description:
It was reported that the patient presented in-clinic for a routine check-up and it was noted that the patient's implantable cardioverter defibrillator (ICD) failed to interrogate. As a resolution the ICD was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Upon receipt, the device was found to be in backup mode. A review of the device image showed no reset error occurred. Multiple high voltage charges rapidly depleted the battery and caused a por reset. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.